Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax dilatation balloon catheter kit was used during a procedure performed on an unknown date. According to the complainant, the balloon popped at the very end of the procedure. A photo sent by the customer has confirmed that the balloon ruptured. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.